Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient was syncopal recently, and during testing it was assumed that they accidently performed manual amplitude testing instead of commanded threshold testing. The patient became light headed, as they likely thought that the "threshold test" would automatically end, but that is not the case for amplitude testing. There was no reason to believe that the syncopal episode was related to inappropriate device behavior, however the physician decided to explant and replace the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reason for syncope or explant. 3191 code was used to denote surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient was syncopal recently, and during testing it was assumed that they accidently performed manual amplitude testing instead of commanded threshold testing. The patient became light headed, as they likely thought that the "threshold test" would automatically end, but that is not the case for amplitude testing. There was no reason to believe that the syncopal episode was related to inappropriate device behavior, however the physician decided to explant and replace the device. No additional adverse patient effects were reported.